Event description:
The pin collet was sent for eval and metallic dust was suspected from the device. During eval of the device, metal shaving was noted from the device during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the device. Please note that the reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.